Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that states after 29-days usage the flange was broken. Required intervention was not reported and there was no patient harm. The device directions for use states it should not be used oast 29 days.

Manufacturer narrative:
(B)(4). The failure mode cracked was confirmed in the received sample. The failure mode is not related to our manufacturing process since there are enough and effective manufacturing controls to detect the reported failure mode. A damaged of the magnitude as the received sample shall be detected immediately in the manufacturing process since this defect is extremely obvious. Please see the investigation report. Information has been added to the database and complaint trends will continue to be monitored.